Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study: same case as 6000089-2007-00360. It was reported that 650 days after a coronary drug eluting stenting treatment procedure the patient experienced a stent thrombosis (st) and myocardial infarction (mi). The target lesion was a 3.5m, 70% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of two overlapping taxus express2 (3.5 x 28mm and 3.5 x 24mm) study stents. Residual stenosis was 0%. There were no reported complications. The patient was discharged 9 days later on aspirin and plavix. 650 days after the initial procedure, a stent thrombosis was noted to have occurred. It was noted to have been confirmed by angiography or ivus with an outcome of "ongoing". The physician noted the relationship to the taxus stent was "probable". An anterior q-wave mi also occurred on the same day and resolved on 8 days later. The physician noted the relationship to the taxus stent and target vessel was "probable". Action taken for both events was cardiac medication regimen. The patient was discharged 10 days later.